Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce in which it has been identified that a complaint with the same failure mode was reported for this serial number. Work order: (B)(4) - multiple enhanced half height cubie drawer failures. Work order: (B)(4) - multiple half height drawer failures work order: (B)(4) - customer reported multiple failures on the enhanced half height to be drawers in this cabinet. A review of the device history record (DHR) for serial number: (B)(6), covering the manufacturing period beginning on 18-mar-2021, was conducted. The review confirmed that no manufacturing nonconformance's or production-related failures were identified that correlate with the customer-reported issue. The reported condition of multiple half height drawer failures was confirmed by fse and subsequently confirmed in the dchu inspection process. According to work order: (B)(4), the field service engineer (fse) reported that the customer observed multiple failures throughout the cabinet in enhanced half height cubie drawers. Upon inspection, the pixie bus cable was found digging into the back panels of the enhanced half height cubie drawers. The fse replaced the cable and verified operation and user access via the med application with no issues observed. During dchu visual inspection: pn: 121085-01: the inspection revealed a localized area of damaged insulation with exposed and burned copper strands. During dchu testing: pn: 121085-01: no testing was required due to evidence of exposed copper strands with burn marks, consistent with associated thermal damage. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the complaint multiple half height drawer failures was due to the damaged assy cbl pyxibus 7 drawer (pn: 121085-01) which had signs of exposed copper strands leading to the observed thermal damage and compromising the drawer's functionality.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the half height drawer failed. As per part investigation, it was determined that damaged assy cbl pyxibus 7 drawer (pn: 121085-01) which had signs of exposed copper strands leading to the observed thermal damage. There were no adverse events or injuries reported based on this event.